Event description:
Received user facility medwatch report (B)(4) on 06 jan 2010. The hospital reported that, "disposable tip of vasoview endoscopic vessel harvesting system broke while the saphenous was being harvested. All pieces were recovered, no harm to pt. Tip was attached to endoscope 7mm va111model 268609. Device failed (e.g. Broke, couldn't get it to work or stopped working)." No pt complications were reported. Product will be returned.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).